Event description:
It was reported that before the procedure, prior to inserting an ht cross-it 100xt guide wire into an unspecified guiding catheter, transparent silicon-type masses were found on the surface of the distal part of the ht cross-it. The ht cross-it was not used in the patient and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported complaint related to the presence of silicon-type masses on the surface of the distal part of the ht cross-it was investigated and it was determined that the "masses" were clear droplets of hydrocoat primer solution used during the manufacturing process. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this deficiency. In this case, there was no untoward patient effects since the device was not used on a patient and the issue was detectable prior to the procedure. An irregular texture of the guide wire surface can result in guide wire movement difficulties, however, poses a low residual risk for a hazardous condition. Corrective and preventive actions to address this issue have been conducted per local site and department procedures and the performance of devices will continue to be monitored.